Event description:
It was reported that the ilet display and pump were unresponsive, and the user¿s blood glucose was 248 mg/dl; the user had subcutaneous insulin pens available for use, and subsequent follow-up confirmed the ilet had simply run out of battery and functioned normally after charging. Symptoms included hyperglycemia. Outcomes included no reported injury, no hospitalization, and resolution after device charging. Investigation included customer interviews and troubleshooting education focused on device charging. Investigation of this case revealed loss of power due to battery depletion, with no alerts or alarms reported and no device component failure identified. Based on previously established findings from similar reports, it was concluded that the cause was user-related battery depletion.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.